Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿ok¿ button was responding intermittently. Patient stated that for about a week it required several hard presses in order for the ¿ok¿ button to respond. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including worn keypad symbols. On investigation, the ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently while the contrast button responded properly. No damage to the keypad cover was observed. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the keypad issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.